Event description:
The following has been reported: biomed reported: I have an ivenix pump that is giving me cartridge errors and when I put the cartridge on another pump it works fine. No patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.